Manufacturer narrative:
All info provided by MFR, no medwatch form was received. This historical complaint is being filed as part of a retroactive review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. (B)(6).

Event description:
It was reported that during a follow up, there were many inappropriate shocks and aborted shocks due to noise. The ICD was close to eri and physician thought the battery could be depleted early by too many inappropriate shocks and charges. The device was explanted and replaced.